Manufacturer narrative:
MDR 3003442380-2026-54293 / initial 4 of 4.based on the available information, this event is deemed to be reportable malfunction.request was performed for additional information including lot number; however, lot number was not provided.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced adhesive issues with four infusion sets, which fell off during use on (B)(6) 2026.